Event description:
It was reported that a spectrum pump alarmed system error 105 (pic motor error) during therapy (medication, dose, programmed amount and delivery rate unknown). The event occurred in transit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, a system error 105 occurred. A review of the event history log revealed multiple presence of system error 105. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be severed motor mount screws. The motor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.